Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged pins within the system controller¿s power cables was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no images were submitted for review. Additional information provided on 21mar2023 stated that the products have been disposed and therefore will not be returned. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a pin stuck in one of the battery clips. It was unclear if it happened when the patient changed from main power supply to batteries or if it happened when a nurse was assisting. The battery clips and controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.